Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that they spent 9 hours in the emergency room due to a fall at home last night. Patient later reported a few days ago and said that when they had the procedure done their feet were doing some floppy walking out to the car and it was down hill to her car. Because of this they fell while walking to the car and went to the emergency room for 9 hours. They hurt their ribs and knees and tore off part of her big toe nail. They said right now they have two black eyes and their eyes are blood red. Patient was referred to their physician for medical advice.